Manufacturer narrative:
(B) (4).

Event description:
A critical alarm occurred due to intermittent motor stalls. Telemetry confirmed the alarm. A motor stall first occurred on (B) (6) 2010, with 9 stalls/recovery followed by another stall on (B) (6) 2010, with no recovery. The physician's office noted that there was nothing in the pt's file regarding symptoms related to the motor stalls. The pump was replaced. The pt seemed to be doing fine following the replacement. The medication being administered via the pump was compounded baclofen.